Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found no physical damage. The archive data could not be downloaded, since it was found to be corrupted. Functional testing could not be performed, due to "system error" message appearing upon powering on the platform. To resolve the issue, the processor board was replaced. The autopulse platform is a reusable device and was manufactured on 01/09/2008. Therefore, this type of issue is characteristic of normal wear for the life of the device. Additionally, the power distribution board was updated (unrelated to the reported complaint) to ensure that the autopulse platform remains current without issue. The platform passed all final testing criteria.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a "system error-revert to manual CPR" message. There was no patient involvement reported.